Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 15 mm length thoracic aortic dissection.   It was reported that during the index procedure, the valiant captivia stent graft was implanted at the target site without any issue. Since it was a dissection case, touch-up ballooning was not performed. When digital subtraction angiography (dsa) was performed, a severe endoleak was noted at the entry site. Since it was difficult to identify the type of endoleak, a repeat dsa was performed. To observe the blood flow into the false lumen well, a reliant balloon was inflated at the distal edge of the entry (within the stent graft), and the blood flow of the true lumen was intentionally blocked, and then dsa was performed again proximally using a contrast agent. However, there was no change in the flow into the false lumen. Due to the concentration and the timing of the leak, a type iiib was strongly suspected by the physician. An additional valiant captivia stent graft was then implanted as treatment, and the endoleak was resolved. Per the physician, the cause of the event was a type iiib endoleak, as the blood flow into the false lumen was considered to be too dense and too fast to be a type IV endoleak.   No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the videos returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. A type ib endoleak appears less likely as there appeared to be adequate distal sealing length (~60mm) below the entry tear. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and entry tear volume may have also contributed to this likely type IV endoleak. Analysis of the returned videos did not reveal any out of specification stent graft integrity issues. It is possible that this possible type IV endoleak may have been exacerbated by slight fabric stretching resulting from the stent od reduction (10 - 15%) seen near the endoleak location at the entry tear, in a location where the device was unapposed to the vessel wall. If information is provided in the future, a supplemental report will be issued.